Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for a replacement pump and instructed the customer on how to return the faulty pump using a pre-paid label.